Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On 08-nov-2022, the patient reported that the infusion set's tubing was detached from connector and tubing had become thinner to the point it started to tangle around his clothing and created blockage and tries to knot itself while the patient was asleep. The site location was patient's abdomen, and the pump was in his right pocket. The infusion had been used for two days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.